Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2026. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for more than 3-4 hours. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump and multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.